Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3 other text : see h.10

Event description:
It was reported when using the paxgene® blood rna tube customer reports that the cap is loose. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ·occurred when samples were taken out after being transported from the customer to a testing facility (out of hundreds) the cap stuck to the back of the lid of the freeze box (made of paper) = 1 incidents when the cap part was pinched and removed from the freeze box, it came off = 3 incidents [conveyance method] ·put the paxgene rna blood collection tube (762165) in a freeze box (made of paper) and use it for transportation. Put a freeze box in the box, put granular dry ice in the gap, and transport ·because the freeze box was filled to the brim with the transportation box, it took time to reach a low temperature.